Manufacturer narrative:
There was no death associated with the inappropriate defibrillation events. The monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. As received, the belt failed incoming testing. Upon investigation, a pulse wire was found to be open in the cable connecting the distribution node and ECG 'b'. The cause of the failure was the open pulse wire. The cause of the open wire was excessive force on the cable section. There is no indication that the electrode belt caused or contributed to the treatment event. The inappropriate detection was due to an elevated heart rate and artifact. There is no indication that the malfunction occured prior to the treatment event as the device delivered 7 full energy pulses. Device manufacture date: monitor: 05/09/2014. Electrode belt: 01/21/2015. The investigation into the event concludes that there was no device malfunction contributing to the event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use by the patient during the false detection. The response buttons were pressed during a detection sequence after the fourth treatment was delivered, but not prior to any of the shocks. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was heart rate exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. A secondary cause of both false detections was ECG motion and tactile artifact. The source of the motion and tactile artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of seven shocks. It was reported that the patient fell. Heart rate over treatment threshold and motion and tactile artifact contributed to the false detection. The response buttons were pressed after the fourth treatment was delivered, but not prior to any of the shocks. The response buttons functioned appropriately. The patient was taken to the hospital and continued use of the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation events. A distributor returned the patient's electrode belt sn (B)(4) and reported that the belt failed incoming functionality testing. There is no indication that the electrode belt caused or contributed to the treatment event.